Event description:
It was reported that this right ventricular (rv) exhibited high capture threshold, the health care professional (hcp) noted non sustained ventricular tachycardia episode with oversensing of rv lead noise. The r wave amplitude dropped significantly. Technical services (ts) was consulted, recommended increasing rv output to max and continuing to monitor. Ts recommended possible reprogramming options. This rv lead remains in service. No adverse patient effects were reported.